Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with inappropriate shock due to incorrect interpretation of signal. Oversensing noise and sensing issues on the discrimination channel were also noted. Programming changes were made to restore normal parameters. The patient was stable.

Manufacturer narrative:
Correction: incorrect interpretation of signal was erroneously coded for.

Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with inappropriate shock due to oversensing noise. Sensing issues on the discrimination channel were also noted. Programming changes were made to restore normal parameters. The patient was stable.